Manufacturer narrative:
Correction h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient exhibited variable atrial impedance ranging from approximately 500 to 1500 ohms, and there was a noted impedance issue on the atrial lead. Additionally, the patient had rising and high atrial impedance and rising thresholds, with higher in-office thresholds compared to atrial capture management (acm) thresholds. No specific interventions or resolutions were detailed. It was further noted that the ra lead exhibited varying thresholds. It was noted that the right ventricular (rv) lead exhibited fluctuating thresholds. It was also noted that there was suspected connection/disconnection with the implantable pulse generator (ipg) and ra lead the likely suspect is a loose set-screw. The right atrial (ra) lead was reprogrammed. The ra lead, rv lead and ipg remain in use. No patient complications have been reported as a result of this event.